Event description:
It was reported the right ventricular (rv) lead displayed elevated impedance. The lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.